Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the user experienced sustained hyperglycemia with a highest recorded blood glucose of 310 mg/dl despite multiple boluses, and customer care advised a complete supply change with guided fill tubing and fill cannula steps; no visible site or tubing issues were noted and no leakage was observed. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education, including guided supply replacement. Investigation of this case revealed no device malfunction observed and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.